Event description:
The customer reported that the system would not boot. The problem did not occur during a case. A message displayed on the monitor stating "your system appears to have shut down uncleanly". Forcing a file system integrity check. An error occurred during the file system check. Dropping you to a shell; the system will reboot when you leave the shell. Give root password for maintenance (or type control-d to continue). This event requires a software reload.

Manufacturer narrative:
The ge service rep reloaded the software. He verified the system boot and fluoro function. The system operates as intended.